Event description:
It was reported that the patient had no stimulation. Impedance readings were greater than 4000. It was determined the lead was broken. The lead was replaced. No patient outcome was reported.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.